Event description:
It was reported by service report that the trend was not working on the unit, and lift was stuck high height. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Lift assembly bolts.